Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4). During processing of this complaint, attempts were made to obtain complete patient information.

Event description:
Further follow-up indicates the patient had surgical intervention on (B)(6) 2019, during which the system was explanted due to ineffective therapy.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference# 1627487-2019-12195 & 3006705815-2019-04242. It was reported the patient is scheduled for scs system explant (exact explant date and reason is unknown).